Event description:
It was reported that the customer's insulin pump was continuously alarming with no delivery. Customer had attempted to bolus, disconnected, rewound, primed, reconnect and the alarm occurred again. The infusion set and reservoir had been thrown away and battery taken out of pump. Customer's blood glucose was unknown. Troubleshooting could not performed because there was no set or reservoir in place. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.